Manufacturer narrative:
E1: establishment name: national hospital organization shikoku medical center for children and adults in addition to the finding in b5, the evaluation found the customer's allegation of image noise was confirmed due to failure of imaging system parts and camera cable deterioration. Also, the evaluation found a camera cable twist. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was image noise when connecting the camera head. There was no problem with the camera head of the same model. The issue was found during preparation for use. The unspecified therapeutic procedure was completed using a different camera. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: head part imaging/cable part cable submersion image not output. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because the cable and charged-coupled device (ccd) were broken due to internal water immersion. Olympus will continue to monitor field performance for this device.